Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported a fluid leak coming for the cycler cassette door. Upon follow up with the patient's clinic, the patient's peritoneal dialysis nurse (pdrn) reported that the cycler did alarm with a scale reading error previously. The pdrn assisted the patient with a new set up and upon discontinuing treatment, moisture was observed inside the cassette door. Patient's treatment was completed with manual exchanges. The patient remained asymptomatic and was not treated with prophylactic antibiotics. The patient's cycler was replaced.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported a fluid leak coming for the cycler cassette door. Upon follow up with the patient's clinic, the patient's peritoneal dialysis nurse (pdrn) reported that the cycler did alarm with a scale reading error previously. The pdrn assisted the patient with a new set up and upon discontinuing treatment, moisture was observed inside the cassette door. Patient's treatment was completed with manual exchanges. The patient remained asymptomatic and was not treated with prophylactic antibiotics. The patient's cycler was replaced.